Manufacturer narrative:
Additional information received november 10, 2015.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a biliary fistula due to cholecystectomy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. The stent remained implanted for about seven months. On (B)(6) 2015, during a planned stent removal procedure, the physician attempted to remove the stent; however, the stent broke in half. One piece was successfully retrieved while the other half remained inside the patient. The physician felt comfortable leaving the broken half of the wallflex biliary stent inside the patient and a second stent was implanted within it to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 10, 2015: the ultraflex esophageal distal release stent was removed using a rat tooth forceps.

Manufacturer narrative:
A section of wallflex biliary stent was returned for analysis that measured approximately 48 mm. The other section of the stent was not received for analysis. Examination found the stent was broken. The stent damage identified during the product analysis is consistent with the application of excessive force. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent received was broken. The noted damage to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on october 14, 2016, that a wallflex biliary stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a biliary fistula due to cholecystectomy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. The stent remained implanted for about seven months. On (B)(6) 2015, during a planned stent removal procedure, the physician attempted to remove the stent; however, the stent broke in half. One piece was successfully retrieved while the other half remained inside the patient. The physician felt comfortable leaving the broken half of the wallflex biliary stent inside the patient and a second stent was implanted within it to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 10, 2015: the ultraflex esophageal distal release stent was removed using a rat tooth forceps.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 14, 2016, that a wallflex biliary stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a biliary fistula due to cholecystectomy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. The stent remained implanted for about seven months. On (B)(6) 2015, during a planned stent removal procedure, the physician attempted to remove the stent; however, the stent broke in half. One piece was successfully retrieved while the other half remained inside the patient. The physician felt comfortable leaving the broken half of the wallflex biliary stent inside the patient and a second stent was implanted within it to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.